Event description:
Information received from the field notes microprocessor reset. Dashes (---) were observed for many parameters and a high current drain of 90ua was noted. Return to standard was accepted but the dashes remained. An unsuccessful attempt was made to restart the microprocessor. The patient had "subjective symptoms" in vvi and the mode could not be changed.